Event description:
It was reported that the left ventricular (lv) lead was dislodged. The lv lead was explanted and replaced to resolve the event. The patient was stable and there were no adverse consequences.

Manufacturer narrative:
The reported event was lead dislodgement. As received, a complete lead was returned for analysis. The s-curve hump height was measured, and it was within product specification. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead did not find any anomalies with the exception of procedural damage.